Event description:
It was reported that during a filter placement procedure, the filter allegedly migrated and expanded in the side branch. It was further reported that the filter was removed by a snare. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 01/2025).